Manufacturer narrative:
(B)(4), taper ii. The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Allergan has not yet received the product at this time. Therefore, no analysis or testing has been done. Pouch dilation, reflux, and heartburn are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Physician reported patient experienced heartburn and reflux. Patient underwent a barium swallow which revealed a "large pouch." Patient elected to have device removed instead of having it repositioned.

Manufacturer narrative:
(B)(4). Analysis noted that the band tubing was broken with striations consistent with surgical end cut to remove the device. Further analysis noted a piece of the band tubing was missing.

Event description:
Physician reported patient experienced heartburn and reflux. Patient underwent a barium swallow which revealed a "large pouch." Patient elected to have device removed instead of having it repositioned.